Manufacturer narrative:
Gbo complaint (B)(4). No samples and no pictures were received. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in (B)(6) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. In addition, during final checking, which includes functional tests, no irregularities were observed. The complaint cannot be confirmed.

Event description:
Customer states that the needles are not permanently on the holder. The needle can detach when performing a venipuncture on a patient. It does not happen on all of the product, only on some. No injuries occurred.